Manufacturer narrative:
The device was returned to an olympus service center for evaluation. There was dried debris inside the forceps passage channel and the plastic cover needed replacement. It was also recommended the customer tape and barcode be replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that there was a little metal shaving on the distal end of the biopsy channel of the evis exera iii duodenovideoscope. The issue was found upon receipt of the device from an olympus service center. The device had been previously sent in for the same issue and the problem was not addressed. No patient involvement reported.

Event description:
Additional information was received from the customer. The unit was sent in due to scratches/fibers and it was also due for preventative maintenance. The shavings were fibers that were peeled up from the mentioned scratches.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. There were few photographs or detailed information of the foreign substance, and it was not possible to identify what the foreign substance was, but the following possibilities could be considered from the obtained information. The foreign matter was dry and slightly brown, so it was considered to be rust. Therefore, it was possible that corrosion progressed after the previous repair due to chemicals, moisture, etc. That entered the gap at the tip. The device was returned to the user from a previous repair and was not used by the user. An unintended foreign substance may have adhered to the tip during transportation.